Event description:
Per the clinic, the patient experienced performance decrement with implanted device and was reported to be struggling with their device. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.